Event description:
The customer called for help with her meter. While troubleshooting, she performed control tests and received a reading of "lo". The normal control range is 97-134mg/dl. The customer did not allege any adverse events. She did mention that she had been combining different lots of strips into one container. The csr explained that is was important to keep strips in the original container. The test strips are to be returned for evaluation, and replacement strips will be sent.